Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient or event details have been provided to date. Should additional information becomes available, a follow up report will be submitted.

Event description:
It was reported there was a blocking of the retention balloon during the functional test and the flexi-seal system was not used after this testing failure.